Event description:
This lead was implanted on (B)(6) 2004 and was taken out of service on (B)(6) 2013 due to infection. The physician was (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).